Manufacturer narrative:
While vygon was aware of the of the incident on (B)(6) 2016, all the details surrounding the surgical removal of the guidewire we not available to vygon until very recently. Vygon does acknowledge that this initial report is outside of the thirty day reporting window, and will try to prevent this delay of information reporting in the future. The device involved in this event will be returned to vygon for evaluation as part of the complaint investigation. The results of this investigation are still pending and will be communicated to FDA within 30 days of its conclusion via follow-up MDR.

Event description:
On cannulating the vein with the needle and advancing the wire, the wire would not thread down the vein. On removing the needle and wire together it became 'stuck' in the patients arm and could not be withdrawn. The needle was removed but the wire needed to be removed in a surgical cut. On removal the end was identified as in a knot. Patient required surgical cut-down by vascular surgeon to remove wire. No follow up required by vascular surgeon. Surgical removing of guide wire; patient is doing well; no remaining harm.

Manufacturer narrative:
This complaint is not confirmed. We received a guide wire fragment (approx. 8 cm ) as a sample. 4 mm from the distal tip a knot was visible - no easy knot. The knot was within the area of the flexible part of the guide wire. The guide wire was curved just 1 cm proximal the knot. Behind that point the spring with offsets. It was very difficult to get an easy knot into a similar guide wire from our stock but not that one from the returned sample. We have no idea how such a knot could be formed (inconvenient vessel condition of the patient?). However it is very unlikely that this might happen again in future. This is the very first complaint for a knot in a straight guide wire and the 6th for code 1294.345 at all!

Event description:
On cannulating the vein with the needle and advancing the wire, the wire would not thread down the vein. On removing the needle and wire together it became 'stuck' in the patients arm and could not be withdrawn. The needle was removed but the wire needed to be removed in a surgical cut. On removal the end was identified as in a knot. Patient required surgical cut-down by vascular surgeon to remove wire. No follow up required by vascular surgeon. Outcome: surgical removing of guide wire; patient is doing well; no remaining harm.